Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿rust¿ was seen on the end of a bd¿ relion® insulin syringe with needle. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7037606. A review of the device history record was completed for batch# 7037606. All inspections and challenges were performed per the applicable operations qc specifications. This product does not have an expiration date. Syringe assembly - there was one (1) batch of material# 700009852 (syringe 0.3ml asm 31ga 6mm sm700153 sc) which was consumed into final product batch# 7037606. Batch# 7080834 date(s) of manufacture: 01apr2017 thru 03apr2017. Machine(s) manufactured on: jw, jx, jz, needle lines - there were six (6) batches of material# 8365305 (needle sf asm 31ga 6mm tw orange) which were consumed into final product batch# 7037606. Batch# 7076745 date(s) of manufacture: 02apr2017 thru 04apr2017 machine(s) manufactured on: needle line 6 batch# 7076743 date(s) of manufacture: 01apr2017 thru 04apr2017 machine(s) manufactured on: needle line 7 batch# 7076533 date(s) of manufacture: 24mar2017 thru 26mar2017 machine(s) manufactured on: needle line 7 batch# 7076532 date(s) of manufacture: 22mar2017 thru 24mar2017 machine(s) manufactured on: needle line 7 batch# 7065925 date(s) of manufacture: 17mar2017 thru 19mar2017 machine(s) manufactured on: needle line 6 batch# 7065924 date(s) of manufacture: 16mar2017 thru 19mar2017 machine(s) manufactured on: needle line 7 there was one (1) notification [200684932] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.